Event description:
The hcp reported that while the physician was attempting to connect the catheter to the pump, the tip "popped out" and the tip dislodged. This occurred while using two different catheters. The proximal end of the catheter was then connected to the catheter of the pump. No pt injuries were reported.